Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients I{g had tilted and was causing charging difficulties. The patient underwent an ipg relocation procedure and was able to charge the ipg properly. The device remains implanted in the patients body.